Manufacturer narrative:
Literature citation: shawn w. O?driscoll et al. Forearm pain associated with loose radial head prostheses. Journal of shoulder and elbow surgery. 2012; 21: page(s) 92-97. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article written by o'driscoll et al. Titled "forearm pain associated with loose radial head prostheses" it was reported that the patient had forearm pain associated with a loose evolve stem. The patient was not revised.